Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(4) 2013. The customer reported that the ez breathe atomizer did not produce a mist to alleviate the pt's respiratory distress. The pt is a (B)(6) yr old female with a past medical history that is significant for bronchitis and shortness of breath. He reports that he stopped smoking three months ago and adds that he does not have any allergies to medications.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequences is improbable and that no complaints documenting deaths or serious injuries have been received. The root cause of this complaint cannot be identified, since the device was not returned.